Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced persistent hyperglycemia around 341 mg/dl despite a recent meal announcement, an infusion set change, and subsequent troubleshooting, while using a dexcom g7 and an inset 23" lot 6006595; the user later disconnected, administered (B)(4) units of humalog via mdi, and subsequently reconnected with blood glucose at 122 mg/dl. Symptoms included hyperglycemia without dizziness, loss of consciousness, or ketoacidosis. Outcomes included no use of backup therapy initially, later mdi correction, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and education, infusion site changes, and follow-up calls to assess glucose trends. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction; the cause of the hyperglycemia remained unclear, with potential contributions from early start-up adaptation and infusion site performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.